Event description:
Event description guidant received information that an invasive procedure was performed on this cardiac resynchronization therapy defibrillator (crt-d) due to a suspected loose right ventricular (rv) setscrew. The left ventricular (lv) setscrews were also checked and once the distal lv setscrew was loosened, it could no longer be retightened. Additional information was received that the rv setscrew was suspected to be loose due to an out of range ventricular lead impedance measurement one day post-implant.